Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The root cause of the complaint incident could not be determined.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient had a taxus stent placed in the proximal right coronary artery (rca) two years prior to the event date at another facility. The patient was taken off of his heart medication for an upcoming surgery, but before the surgery took place, a thrombosis occurred. The patient was treated with balloon angioplasty, unk type and size balloon, and restented, unk type and size stent. Additional information regarding this event had been requested.